Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 49 mg/dl. Reportedly, the customer experienced blurry vision. Bg was addressed with lemonade. The cause of bg was unknown and the customer declined troubleshooting with tandem's technical support. Bg increased to 125 mg/dl.